Manufacturer narrative:
Additional information 2024-sep-19: lesion treated left external iliac artery (eia) chronic total occlusion (cto) 4cm, peripheral artery calcification scoring system (paccs) grade 1-2, no tortuosity and the angle of the aorta-cia bifurcation is normal. The lesion was pre-dilated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An everflex entrust was intended to be used for treatment of the common iliac artery. The device was prepped as per the IFU without issue. It was reported a slight resistance was felt during delivery; upon checking the image, the tip was expanded even though the locking pin was not removed. After complete removal, the procedure was completed using another company's product of the same size. No patient injury was reported.

Manufacturer narrative:
Product analysis visual inspection: the device returned with the red locking pin still secure in the handle the size indicated on the strain relief was 8 x 60 mm no damage was observed to the handle approximately 7 mm of the stent was exposed a bend was observed on the catheter at approximately 13 cm from the handle a kink was observed on the gold retractable sheath an inhouse wire was loaded into the device via the tip. The inhouse wire could not be advanced passed the kink site on the catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.